Event description:
It was reported foreign body clearly visible before use in the sealed packaging.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed and was determined to be manufacturing related. One powertrialysis catheter kit was returned for evaluation. An initial visual observation revealed the package was unopened. A small brown material was observed to be sealed within the IFU packaging. The package was opened for inspection and a microscopic observation revealed the material was fibrous and similar to a cardboard material. These findings indicate the foreign material within the package was caused during the manufacturing process where the components are placed inside the packaging and sealed. This complaint will be recorded for future trending and monitoring purposes.